Event description:
The user facility reported that the vent shut down on a patient. The initial reporter thinks the vent could have been unplugged and the battery died, he is not sure. Initial reporter requested to have carefusion field service go in and check out this vent. The initial report doesn't know if there was any harm to patient. He also stated the vent is charging and working now. On (B)(6) 2015 the user facility provided the following respiratory therapist report via email. On (B)(6) 2015 at 0630, I was called in stat to the ICU by rn [name removed] and rn [name removed] was using the ambu bag on the patient. The patients spo2 was at 100% with a hr ongoing from 70-75 bpm upon my arrival. Rn [name removed] and rn [name removed] told me the ventilator shut off on it's own while still connected to the patient. I tried restoring the ventilator 3-4 times but it would not turn on. I brought a calibrated ventilator in from the storage room and swapped out the ventilator and connected the patient to the ventilator. Pt. Was not in distress, had a spo2 of 100% and had a hr ongoing from 70-75 during the whole situation."

Manufacturer narrative:
The user facility was not able to provide additional patient information. The device was received into the carefusion failure analysis lab for evaluation. The device was evaluated and the reported failure was not reproduce, the device passed the battery performance test. The device ran on battery power for more than two hours and it gave a medium battery alarm and low battery alarm prior to the batteries depleting and shutting down. As a precaution the power supply was replaced and a yearly preventative maintenance was performed prior to returning the device to the user facility ready to be placed back into service.

Manufacturer narrative:
The carefusion field service representative evaluated the device and was not able to reproduce the reported failure, device was meeting factory specs. The device was run on battery for two full hours and it gave a medium battery alarm, low battery alarm prior to the batteries depleting and device shutting down. As a precaution the device was returned to the carefusion failure analysis lab for further evaluation. Carefusion has requested from the user facility additional information concerning the reported event and the condition of the patient. As of may 6, 2015 there has been no response from the user facility.